Event description:
It was further reported that the dislodged stent was implanted in radial which was not the intended location. Another stent was implanted to cover the lesion.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure stent dislodgment occurred. The promus element stent dislodged from the delivery balloon inside the patient. It was reported that the patient was fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).